Event description:
It was reported that an unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Receiver charge and boot tests were performed and failed due to receiver usb connector was damaged/ defective, pictures taken. Functional tests were not performed due to receiver usb connector was damaged/ defective, pictures taken . An internal visual inspection was performed and passed. The receiver log was not downloaded due to receiver usb connector was damaged/ defective, pictures taken. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.